Event description:
Information was received regarding a cadd administration set. It was reported that the reservoir volume beeps low volume but the actual remaining volume in bag is significantly high and misaligned to what patient should have received. Objectively, patients are not getting adequate pain relief. They have reviewed the event log for one of the incidents and don?t see anything suspicious that could account for under delivery of medication. See attached event log, starting on line 142 for start of therapy up to line 81. This is the duration of therapy that is stated to have under-delivered as much as 90 mls of fluid. According to the log, the user did not prime using the pump, but this would not account for large volume stated that was remaining in the bag (priming volume for 21-739 is 6 ml). Per their pharmacy, the bags are overfilled by at most 5 ml. It is unknown if there was any patient, or clinician injury associated with these occurrences. Protectional lot is 4157490. No further details provided at this time.